Event description:
It was reported that the iab was inserted without difficulty. At the onset of pumping, "catheter fault" alarms were noted. The catheter was flushed and a wire guide was inserted through the catheter to make sure there were no kinks, but the alarm continued. Therefore, the iab was removed and replaced. There were no pt complications.